Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of a free flow was confirmed during unregulated flow testing. External inspection of the suspect pump module observed the left top of the bezel was protruding outside the rear case of the device. After testing, it was necessary to temporary replace the bezel assembly on the suspect with a known good dchu bezel, laboratory test results confirmed the suspect pump module was within specification for unregulated flow and rate accuracy (3.17% error). The module operated as intended, with no signs of unregulated flow. During the internal inspection it was observed the top left bezel boss insert in the bezel assembly was lifted. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. The bezel material was determined to be manufactured with valox, with the date code 09/19 (september 2019), and was not impacted by the bezel boss recall. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. Review of the pump module event logs showed no event was recorded on the reported event date. The last infusion programmed was on (B)(6) 2024 at 11:15 pm, at a rate of 2ml/h with a volume to be infused (vtbi) of 500ml. Between 11:21 pm and 11:29 pm, the suspect pump module alarmed ¿occluded patient side¿ three (3) times, then the user pressed to channel select, the infusion rate was modified to 1ml/h with a vtbi of 498.989ml. On 2 september at 12:06 am the user pressed channel off. Per product labeling, alaris system user manual (v12.3), states the following: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. The administration set was requested but was not returned; therefore, it could not be inspected or tested the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device free flow with set loaded/back case not aligned. There was no patient involvement.

Event description:
It was reported that the device free flow with set loaded/back case not aligned. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device free flow with set loaded/back case not aligned. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a0401, a040502, annex b: b01, annex c: c07, c23, annex d: d11, d15, annex g: g02017, g0405206. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a free flow was confirmed during unregulated flow testing. External inspection of the suspect pump module observed the left top of the bezel was protruding outside the rear case of the device. After testing, it was necessary to temporary replace the bezel assembly on the suspect with a known good dchu bezel, laboratory test results confirmed the suspect pump module was within specification for unregulated flow and rate accuracy ((B)(4) error). The module operated as intended, with no signs of unregulated flow. During the internal inspection it was observed the top left bezel boss insert in the bezel assembly was lifted. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. The bezel material was determined to be manufactured with valox, with the date code 09/19 (september 2019), and was not impacted by the bezel boss recall. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. Review of the pump module event logs showed no event was recorded on the reported event date. The last infusion programmed was on(B)(6) 2024 at 11:15 pm, at a rate of 2ml/h with a volume to be infused (vtbi) of 500ml. Between 11:21 pm and 11:29 pm, the suspect pump module alarmed ¿occluded patient side¿ three (3) times, then the user pressed to channel select, the infusion rate was modified to 1ml/h with a vtbi of 498.989ml. On 2 september at 12:06 am the user pressed channel off. Per product labeling, alaris system user manual (v12.3), states the following: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. The administration set was requested but was not returned; therefore, it could not be inspected or tested the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.